Event description:
The customer contact reported a delay of critical therapy following a power loss while operating on battery power. At an unspecified time, unspecified lines were programmed to deliver unspecified concentrations of norepinephrine, morphine and midazolam and the deliveries were started. No specific programming parameters were provided. After an unspecified length of time, the device was unplugged from ac power. At an unspecified time, the ventilated patient underwent a CT scan. It was reported that during the CT scan, the device alarmed for an unspecified "failure message" and powered off. The customer reported the nurse plugged the device into the ac power; however, the device remained "frozen" and displayed a message to "switch off a restart." The customer reported that at this time, the nurse "increased the epinephrine infusion" being delivered on a separate device. The customer reported the nurse powered the device off and back on. After an unspecified length of time, the device was reprogrammed and the therapy was resumed. Although there was potential for serious injury, there were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.